Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the balloon would not inflate. Vascular access was obtained via the right radial artery. The target lesion was located in the obtuse margin (om) of the circumflex (cx). The physician advanced a 2.25 x 16mm ion stent delivery system (sds) to the lesion, applied pressure but the balloon would not inflate. The physician then pulled negative pressure on the inflation device and removed the sds with the stent still intact. The procedure was completed with an unknown device. There were no patient complications reported and the patient status is okay. However, the returned product analysis revealed that the stent moved on the balloon and stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Returned product consisted of a taxus element/ion mr stent delivery system (sds) with contrast in the inflation lumen. The stent had moved on the balloon 2mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The stent had various rows of struts flared and bunched up. The device was inflated to nominal pressure (11 atm) and the stent was successfully deployed without any indication of lumen restrictions or other difficulties. Magnified inspection presented no damage or irregularities that could have caused or contributed to the stent moved on balloon and stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).